Manufacturer narrative:
This report is filed, february 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. The patient underwent revision to excise the excess tissue on (B)(6) 2015 and (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
The correct patient identifier is (B)(6) ; not (B)(6) as previously reported. This report is filed (B)(6) 2016.

Manufacturer narrative:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. Subsequently on (B)(6) 2016, the patient was administered general anesthesia; the excess skin was excised and a longer abutment was placed. The implanted device remains. This report is filed july 7, 2016.